Manufacturer narrative:
Follow-up #2 and final report submitted to update sections g4, g.5.

Event description:
Angled saw blade holder wouldn¿t lock down on the blade surgical delay-16-30 minutes case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that angled saw blade holder wouldn¿t lock down on the blade. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate 50 devices were manufactured and 49 were accepted into final stock on 06/17/2017. A review of qt17-06-0057 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 212480, lot 35030517 shows 02 additional complaint(s) related to the failure in this investigation. The complaint is (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. If additional information is received the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Product was not available for evaluation.

Event description:
Angled saw blade holder wouldn¿t lock down on the blade. Surgical delay-16-30 minutes. Case type: tka.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Angled saw blade holder wouldn¿t lock down on the blade surgical delay-16-30 minutes.. Case type: tka.